Event description:
It was reported that the patient experienced acute heart failure. Electrocardiogram showed loss of biventricular pacing. The patient was admitted to the hospital for dewatering with loop diuretics. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced acute heart failure. Electrocardiogram showed loss of biventricular pacing. The patient was admitted to the hospital for dewatering with loop diuretics. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.